Manufacturer narrative:
A spine frontier employee who was present during surgery noted that the clinician did not drill prior to screw insertion, instead he used an awl instrument to create a pilot hole. Additionally, a guide was not used with the awl as recommended by the surgical technique. A review of the manufacturing lot for bb13 revealed that the lot passed all inspections and was released on 6/22/2015. An investigation into this occurrence identified misuse as the root cause of this occurrence.

Event description:
Spinefrontier received information form a sales representative stating that the threads of the invue screw sheared off during surgery while inserting the screw through the plate into the vertebra body. The sheared off section was removed from the wound. The patient sex, age and weight was not provided.